Event description:
Customer states that problem was intermittent for at least a month and as of 3 weeks ago it will not move at all. Customer states that there is power to chair and he gets left motor fault code and right motor fault. Intermittent meaning unit would move for a while but would stop abruptly and then would not move after that. Customer states that mpj joystick was replaced under recall end of february 2014. No problems persisted prior to recall. Customer reports intermittent problems started after receiving chair back from recall replacement. Dealer is aware of situation.